Manufacturer narrative:
The manufacturer previously reported, 'the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation CPAP device. The manufacturer received information from the patient alleging ¿cough and could not sleep with the device". The patient took cough medicine pills, cough suppressant, had blood work done and x-rays. The patient stated experiencing cough with the first 2.5 years of using the device. The results of the bloodwork and x-rays was not provided. The patient's states they are fine since using new device.' The product associated with this complaint was not returned to the manufacturer. This report is being sent to conclude that no further investigation is possible. No device has been returned. No further evaluation is possible at this time. Multiple attempts to have the device returned for evaluation and investigation were unsuccessful. In addition, CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint rending is reviewed on a periodic basis to evaluate filed quality performance, and as an input to risk management activities.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a dreamstation CPAP device. The manufacturer received information from the patient alleging ¿cough and could not sleep with the device". The patient took cough medicine pills, cough suppressant, had blood work done and x-rays. The patient stated experiencing cough with the first 2.5 years of using the device. The results of the bloodwork and x-rays was not provided. The patient's states they are fine since using new device. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed.